Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine device check. Upon interrogation, post-paced t-wave oversensing on the ventricular lead was observed on stored egms. The patient did not receive therapy during the oversensing. Programming changes were made. There was also some noise oversensing noted on (B)(6) 2017. The noise oversensing was not reproducible in clinic with isometrics. The issue will continue to be monitored at this time.

Manufacturer narrative:
Correction: manufacturer report 2017865-2017-03111 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).¿